Manufacturer narrative:
Concomitant medical products: 429688 lead; implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate therapy during a supra ventricular tachycardia (svt) episode that the device classified as ventricular tachycardia (vt). No intervention was done and the crt-d remains in use. No further patient complications have been reported as a result of this event.